Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on an unknown date and mesh was used. The patient developed a recurrent hernia. A laparoscopic procedure to view the mesh and repair the recurred hernia is planned. Additional information as been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01224. The same patient is represented in each medwatch.